Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation noted the presence of minor nicks, dents, and scratches on the distal end cover and cracks in the glue bonds on the bending section cover. The light guide lens was cracked and chipped with rough and jagged edges, which likely was contributory to the user's outcome. There were severe buckles noted on the insertion tube below the protector boot. Additionally, the instrument channel was examined, and a long scrape mark was noted on the internal channel wall at the bending section area. These phenomena were attributed to physical damage. The exact cause of the patient's outcome cannot be conclusively determined but user's technique could not be ruled out as a contributory factor. The device was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. Cross reference MFR. Report number: 8010047-2011-00139 for other related report.

Event description:
The user facility reported that the patient sustained perforation during a diagnostic colonoscopy. The user reportedly discovered the perforation towards the completion of the procedure. The patient was immediately transferred to a nearby hospital for surgical intervention upon discovery of the perforation. The patient was released from the hospital after an unspecified time, and the patient was reportedly recovering fine after the surgery.